Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material that remained in the distal end was not confirmed. The instruction manual states the procedures for performing correct reprocessing procedure as follows: cyf-vh/vhr/vha cleaning / disinfection / sterilization evaluation report: (B)(4). Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the videoscope distal end had foreign objects. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.